Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Patient reported that values were 20-55 points off. It was reported that the patient was using the device while pregnant. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis. At the time of contact, no injury or medical intervention was reported.